Manufacturer narrative:
The device was received for investigation. The reported problem was confirmed. The balloon was observed to be ruptured. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." We have conducted a lot of history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Due to reports of similar issues for this product we have opened CAPA 2024-005 to further investigate the reported issue. Note: this is report 2 of 2 related to the second catheter used in the event.

Event description:
It was reported that the pruitt f3-s shunt blue balloon ruptured during a cea carotid procedure. No injury was reported to the patient. Note: this is report 2 of 2 related to the second catheter used in the event.